Manufacturer narrative:
(B)(4). Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: lot #? >> lje706. What do you mean by "easy disconnection" ? >> dr. Felt the suture broke easier than past experience. Did the suture detach/pull off from needle during use on patient? >> yes. If yes, was procedure completed successfully? >> yes. Will the item be returned for evaluation? >> the item will be returned for evaluation.

Event description:
It was reported that the patient underwent an unknown procedure on an unknown date and suture was used. During the procedure, the suture had an easy disconnection problem. It was reported that the surgeon felt the suture broke easier than past experience and suture detached/pulled off from the needle during use. The procedure was completed successfully. There were no adverse patient consequences reported.

Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot number lje706, and no non-conformances related to the reported complaint condition were identified. Additional investigation summary: an opened sample of product code 1865, lot # lje706 was returned for analysis. During the visual inspection of the sample, the swage and attachment area were noted to be as expected. The suture was dispensed without problems and examined along of the strand and no defects, or damaged were observed. A functional test was performed and the pull force were above the minimum requirements. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the conditions of the sample received, no pull off suture needle was found, and the tested sample met the finished goods requirements.